Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that (1) er320 instrument did not fire the clips correctly. There was no consequence to the pt.